Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was faulty latch/lock sensor issue. This was determined to be a reportable issue. The latch/lock flex sensor and downstream occlusion(dso) seal were replaced. Review of the device history found no discrepancies or anomalies.

Event description:
It was reported that the cadd solis device was returned due to an issue where, after the cassette was locked and an attempt was made to run the device, it still indicated to lock the cassette. During physical inspection, a defective latch/lock sensor was identified.